Event description:
The manufacturer received information alleging a ventilator shuts off during use. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's capacitor were replaced to address the issue. An issue related to the active exhalation control module was observed. Physical damage to the device was noted by the technician. The device's active exhalation control module was replaced to address the issue.